Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. It was mentioned that removing the patient images from the system resolved the slowness issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during cranial resection procedure, while navigating the navigation system was performing slower than desired and eventually became unresponsive. Rebooting the system resolved the issue however the system was still slow. The procedure was completed with the use of navigation. There was a delay of 10 minutes. No impact on patient outcome.